Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire poked through the insulation of the left ventricular lead. The lead was not installed and a new lead was used. The patient was stable post procedure.